Manufacturer narrative:
The complaint of holes/cuts/torn on item 055-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
An email was received regarding a tego connector alleging a rupture in the device during patient use. It was stated that the tego connector had ruptured. There was no reported harm.